Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used capillary housing of a introcan certo pur 18gx1 1/4", 1,3x32mm without packaging. The needle inclusive housing was not handed over by the customer. The returned sample was taken to a visual inspection. The capillary is cut off approximately 5 mm away from the capillary housing. The surface of the cut and the shape of this area (pressed flat respectively oval) leads to the assumption that this damages is caused by a pair of scissors. The cut-off point of the capillary does not show the ordinary v-shaped cut (e.g. If damaged by the tip of the needle). The cut off section of the capillary is missing and was not delivered by the customer. Therefore we assume a problem during the application process. Device history record review (DHR) :- reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in columbia): broken catheter